Manufacturer narrative:
Failure analysis revealed that the insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The device was received with flush/loose drive support disk, minor scratched display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It is reported that a customer experienced high blood glucose of 545 mg/dl. The customer was treated for the high blood glucose with an insulin injection. The customer stated that the insulin pump had physical damage on it because it was dropped. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.